Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received an auto off alarm on their insulin pump. Customer also reported their last known blood glucose was 533 mg/dl. The customer's blood glucose was treated with a manual injection. Customer was assisted with shutting off the auto off feature on their insulin pump. Customer's blood glucose declined to 450 mg/dl at the end of the call. No additional information provided.